Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 569 mg/dl at the time of incident and the current blood glucose level was 550 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated that his insulin pump all this morning was saying that he was running low for 78 mg/dl to 54 mg/dl. Customer stated that sensor had inaccurate readings that triggered threshold suspend alarm. The insulin pump will not be returned for analysis.